Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided by the account, a cause for the reported migration (partial clip movement) cannot be determined. Additionally, based on the information reviewed, a cause for the reported mitral valve insufficiency/regurgitation resulting in heart failure/congestive heart failure and dyspnea cannot be determined. Dyspnea, mitral regurgitation and heart failure are known possible complications associated with mitraclip procedures. Hospitalization and medication required were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6 health effect - clinical code codes added: 1816. H6 health effect - impact code 4644.

Event description:
Subsequent to the initial filed report, additional information was received stating the patient returned to the hospital with shortness of breath and required oral medication for treatment.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided by the account, a cause for the reported migration (partial clip movement) cannot be determined. Additionally, based on the information reviewed, a cause for the reported mitral valve insufficiency/regurgitation resulting in heart failure/congestive heart failure cannot be determined. Mitral regurgitation and heart failure are known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. Two xt clips were implanted, reducing mr to a grade of 2. On (B)(6) 2024, the patient returned to the hospital due to heart failure. Echocardiography showed one of the implanted clips was more mobile than before, causing mr to worsen to a grade of 4.